Manufacturer narrative:
Per (B)(4). Additional information, including device details, has been requested and, if received, will be reported in a supplemental report upon completion of the investigation. Device manufacturing records will be reviewed upon receipt of appropriate device details. Please note: this report is filed with the FDA due to an adverse event that has been experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip after 10 years and 1 month. Reason for revision is unknown.